Event description:
Boston scientific received information that this lead dislodged from the right ventricle. The lead was subsequently explanted and replaced.

Event description:
--

Manufacturer narrative:
The lead is scheduled to be returned for analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the helix extended. A visual observation confirmed some damage to the lead's insulation and conductor coils which in some areas was being attributed to the removal of the suture sleeve tie down. Dried blood was observed past the helix mechanism and up through the lead lumen. Resistance testing was then performed to assess the lead's electrical integrity. Measurements through out this test were within normal limits. Hipot testing was then performed and did not pass due to the insulation damage. The helix mechanism test was also unsuccessful, likely due to the dried body fluid in the mechanism. No further testing was performed and laboratory analysis was unable to confirm the allegation of lead dislodgement during testing.